Event description:
It was reported that there was a problem with the footswitch. The procedure had to be stopped and reprogrammed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.